Event description:
It was reported that two days status post sicd implant procedure the patient received two inappropriate shocks. The episodes were reviewed and the appearance was a possible seal plug issue and connection issue that resulted in ventricular tachycardia like deflections that caused an inappropriate shock. Imaging was performed and it was noted that the electrode was correctly inserted into the device. The system was recommended to be programmed to primary sensing vector at this time. No adverse events.